Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 525 mg/dl at the time of incident and the current blood glucose of the patient is 512 mg/dl. Customer treated with manual injection and then blood glucose went down to 102 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer report customer did not allege pump was under delivering. The customer state that drive support cap appears normal. The customer was assisted with troubleshooting and declined for high blood glucose and no delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.(B)(4).